Event description:
The dental implant fx5008swc was removed on (B)(6) 2018 due to failure to osseointegrate 9 months and 16 days after implantation. The doctor noted bone resorption during explantation. The patient has history of diabetes, hypertension, and bruxism. The patient has recovered without complications.